Event description:
Additional information received in 2005 from company representative indicates the doctor stated patient returned 10 days after device was implanted, incision was breaking down and patient could not see the pump. Patient also presented with severe infection and it was decided to remove the device. Patient was hospitalized and treated for the infection after the removal of the device and was not getting better. In 09/2005 doctor decided to do the penectomy due to infection and resultant gangrene.

Event description:
A pt with a history of diabetes and vascular disease was implanted with an inflatable penile prosthesis in 2005. Information reported about two and half months revealed that "pt underwent a penectomy recently because of severe infection following implant of their ipp device. Pt was hospitalized for 3+ weeks with severe infection and resultant gangrene." Additional information obtained four days later indicates the surgery occurred five days later. The pt is recovering from the surgery.